Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The catheter was received with the hub detached and the shaft in 2 pieces. The proximal portion of the shaft exhibited 3 shaft kinks located 2.5, 14.0 and 41.3 centimeters distally from the edge of the strain relief, one of which exhibited unbroken exposed braid. The distal portion of the shaft exhibited numerous kinks. The location of the shaft separation is approximately 45 centimeters from the strain relief. Destructive analysis revealed outer shaft impressions inside the hub, indicating the catheter was assembled properly. Visual and microscopic examination of the material surrounding the kinks did not reveal any inherent deficiencies that would have contributed to the incident. The manufacturing records for top assembly batch 7892050 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
Determined to be reportable based on analysis completed on 09/20/2006. It was reported that during a ptca treatment procedure, a hub break occurred. The lesion was located in the left anterior descending (lad) artery. The physician was torquing the guide catheter and the hub disconnected from the shaft. The procedure was successfully completed with another of the same device. No pt complications or injuries were noted. Patient status is reported as "okay."